Manufacturer narrative:
Supplemental report is being submitted to link uf report #(B)(4) to our manufacturer report number 1037905-2024-00768.

Event description:
In preparation for an upper gi procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that when the tech tried to turn the red knob, the red knob cracked the white handle. No one was hurt or harmed. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Supplemental report was submitted to link uf report #1000870000-2024-8088 to our manufacturer report number 1037905-2024-00768. Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Photos were provided and reviewed. The photos show that the red activation knob (cpn 10324) has broken at the internal threading at the regulator and a portion remains seated around the regulator. The other segment of the red activation knob is removed from the handle. The white body of the handle has broken partially open. The tray appears to contain 1 of the provided catheters and the co2 cartridge. While it cannot be seen in the photos if the co2 cartridge is punctured, based on the condition of the handle it is likely that the co2 has been punctured. The bottom of the regulator is visible; however, it is unclear what, if any, components remain retained within the regulator (lance, small metal ball-bearing, spring, black o-ring, and white o-ring) as none of these components are visible in the photos. The foam is present with the slits appearing to be in the correct position. The lot number provided in the photos matches this report. The micro label in the photo matches the product reported. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return, the black o-ring was not returned. Only one catheter was included in the return. The returned catheter appears unused without any discoloration or powder observed within. The co2 cartridge, foam, and red activation knob were returned reinserted into the handle. The device was returned with the on/off switch in the "off" position. The white housing has cracked along the seam between the two halves of the handle. Powder was not observed on the exterior of the returned components, within the device nozzle, or within the plastic bag. The red activation knob (cpn 10324) was removed from the handle and a detached portion remained seated around the regulator in the handle. No portion of the activation knob appears to be missing. The activation knob is marked as being formed with core pin #1. The regulator remains intact with the lance remaining seated and was noted to be beveled. The co2 cartridge was observed to be fully punctured. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r or 067-r. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The activation knob has cracked around the threaded area where it was secured to the regulator during activation. A field action (reference field action 066-r and 067-r) has been initiated for activation knob nonconformance resulting in breakage; the reported lot, w4859896, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. The product said to be involved is included in the scope of the supplier corrective action request. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for an upper gi procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that when the tech tried to turn the red knob, the red knob cracked the white handle. No one was hurt or harmed. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: our evaluation of the photos provided confirmed the report. The photos show that the red activation knob has broken at the internal threading at the regulator and a portion remains seated around the regulator. The other segment of the red activation knob is removed from the handle. The white body of the handle has broken partially open. The tray appears to contain 1 of the provided catheters and the co2 cartridge. While it cannot be seen in the photos if the co2 cartridge is punctured, based on the condition of the handle it is likely that the co2 has been punctured. The bottom of the regulator is visible and the lance is missing; however, it is unclear what, if any, other components remain retained within the regulator (small metal ball-bearing, spring, black o-ring, and white o-ring) as none of these components are visible in the photos. The foam is present with the slits appearing to be in the correct position. The markings were not visible to determine which core pin was used to form the activation knob. The lot number provided in the photos matches this report. The micro label in the photo matches the product reported. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r or 067-r. Investigation conclusion: our evaluation of the photos provided confirmed the report. The activation knob has cracked around the threaded area where it was secured to the regulator during activation. A field action (reference field action 066-r and 067-r) has been initiated for activation knob nonconformance resulting in breakage; the reported lot, w4859896, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Reference scar-2024-002. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an unknown procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that when the tech tried to turn the red knob, the red knob cracked the white handle. No one was hurt or harmed. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.